Event description:
A moderate amount of blood noted on gown and bleeding from exit site. Flush attempted, but line was leaking. Line was x-rayed, flushed but leaking at exit site. The line was clamped, but unable to use. Physician was made aware. General anesthetic used and new cvc line placed. Outer sheath of the central line broke apart and the inner sheath hanging on by a tread, kinking and twisting repeatedly. Also refer to 1820334-2008-00457 and 1820334-2008-00458. Patient condition is stable.

Manufacturer narrative:
No product was returned to assist with out investigation; therefore, we are not able to determine with certainty the root cause of this event at this time. An "info for use" booklet is provided with this device that includes catheter maintenance instructions and warming related to impeded lumen flow and the usage of power injectors. Our quality control department verifies the fittings are securely attached to this device and that all glue joints are tapered and secure 100% prior to further processing. They also confirm the taper is smooth and that the overall catheter surface is clean and free of imperfections or damage. Nevertheless, in an effort to minimize further occurrences the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.